Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018. Upon review, chronic high right atrial lead impedance was observed. Noise was also noted. Programming changes were made. The patient was stable.

Event description:
New information received noted the right atrial lead was capped and replaced on (B)(6) 2018 due to continued elevated impedance and threshold. The patient was discharged.